Event description:
During a knee arthroscopy procedure it was reported that when the physician would insert the device and deploy t1, t2 would "fall out" while positioning to deploy the second anchor. The device was successfully removed from the patient and a backup device utilized to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The complained device was returned and evaluated without implants or suture. The reported complaint was not able to be physically confirmed. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file.